Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found external insulation abrasion at 21.5cm to 21.8cm from end of connector pin, consistent with friction to the ICD can. One sensing cable's etfe coating was abraded in the same location and the metal filars were visible and melted. The reported oversensing could occur if the filars of visible sensing cable comes into contact with the ICD can. Internal insulation n abrasion was noted at 55- 57.2cm from the connector pin. Several internal and external abrasions were also noted from 35-53cm from the connector pin. The conductors were externalized and the etfe coating was intact except at the abraded area of 51.3-53cm.

Event description:
It was reported that oversensing and low impedance were observed. X-ray revealed externalized conductors. The lead was explanted and replaced.